Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece and the section tab outside its packaging were received for analysis. Product code sxpp1a406. During the visual inspection of the sample, no breakage suture was observed. Even though the extremes were noted to be broken probably caused by a surgical instrument. Damage and deformation were noticeable in the barbs. Also, body fluids were noted along the strand. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1a406 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the sample condition, no conclusion could be reached as to what caused the reported complaint. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2025 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. There were no patient consequences reported. Additional information was requested.